Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tubing from the inlet to the regulator was disconnected. The hose was re-seated.

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.